Event description:
Pt had successful implant of a bifurcated device and a proximal cuff in 2008. During a follow up visit, a proximal type I endoleak was detected. Two months later, the pt was brought back in to treat the endoleak with an additional proximal cuff. Pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to event.